Event description:
After use of the device for a cardiopulmonary bypass procedure, the display of the roller pump appeared garbled. No other details regarding the nature of the event was provided. There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.